Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual contains verbiage that may have prevented the phenomenon in "inspection of the endoscopic system". The cleaning and disinfection of the endoscope was performed in accordance with the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle of the insufflation channel was clogged by chemical residue believed to be a cleaning agent that could not be removed. This occurrence likely occurred during the cleaning/ disinfection process performed at the facility. There were no further defects/ deformation to the nozzle. This finding was due to insufficient cleaning or mishandling of the scope. Upon further inspection, it was observed that the light guide lenses were chipped. It was also observed that the light guide bundle was damaged. It was observed that keytop one was worn out. It was also observed that the bending angulation was out of specification. It was observed that the universal cord was wrinkled. It was also observed that the insulation at the distal end was out of standard value. Lastly, it was noted that there was an annual preventative maintenance performed on the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had too much pressure in channel one. The reported issue was detected by the washing machine during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.